Event description:
During customer requested checkout of the device, the manufacturers field service engineer noted during diagnostic history review an occurrence of a vent inop due to a data acquisition pcba adc reference failure. The device was not in use therefore there was no patient involvement or harm. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. Performance verification testing was completed and passed per operating specifications. Applicable final testing was performed to operating specifications and tests passed.